Manufacturer narrative:
A manufacturing review could not be performed, as the lot # was not provided. The investigation is inconclusive, as the sample was not returned for evaluation. Based upon the available information, the definitive root cause for this event is unk. The information provided by bard representative is all the known information provided at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient details to bard.

Event description:
It was reported that during a breast biopsy, the probe hit a vessel and there was excessive blood loss. The patient became ill and the procedure was stopped. The calcifications were removed through surgery. The patient was reported as doing well with a small hematoma.